Manufacturer narrative:
Product was returned from customer and was evaluated by company personnel. The 24 pcs h1s.36.023, lot i5596 returned from customer. One bent shank and chipped and fractured head. One appears used, but no damage. Twenty two burs were unused. Cause of bent shank and chipped and fractured head is unknown. Tested unused burs for head and neck strength. Results are within specification. No defect. Also tested burs in inventory from lots used in production of lot i5596, 10 samples from each of 4 lots tested, all passed. Conclusion: force required to cause shank bending is believed to be greater than the amount of force required for the cutting application. Possible overstraining or use of excess speed. Recommend proper speed (160,000 rpm maximum), optimal cutting force and area of application be observed during use.

Event description:
Customer advised bur bent or snapped in use. One bur cut a young female patient's lip and caused a laceration on the outside of her lips and part of face. When contacted in (B)(6) 2009, patient has a tiny mark on the corner of her mouth in the skin.